Event description:
Same case as MFR.#: 2134265-2009-01461. It was reported that during a percutaneous coronary intervention and rotational atherectomy procedure, a guide wire detachment occurred. The 90% stenosed lesion was located in the severely calcified and "highly" tortuous distal right coronary artery (rca). The lesion length was noted as "long". Vessel access was attained through "the leg". The physician initially placed another manufacturer's guide wire into the atrioventricular branch of the rca, however, the physician replaced this guide wire the 325cm floppy rotawire. The physician attempted ablation at the proximal rca using a 1.50mm rotaburr, however, once the burr reached the mid rca, it would not advance any further. The physician increased the rotational speed from 190,000 to 210,000 and the burr crossed the lesion. The physician removed the burr with dynaglide. Another manufacturer's ivus catheter was advanced to the lesion, however, the ivus catheter "was not able to advance properly" across the target lesion. While the physician handled the guide wire to remove the ivus catheter from the patient, it was noted the guide wire was detached. The physician advanced another manufacturer's .014 inch guide wire and ivus catheter inside the patient and noted that the detached floppy rotawire remained inside the 8fr guide catheter of another manufacturer. The physician advanced another manufacturer's 2.5mm x 15mm balloon to dilate the lesion. Once the dilation was completed, the physician advanced and inflated a quantum maverick 3.0mm x 15mm balloon catheter inside the guide catheter to trap the detached wire fragment between the two balloon. The physician successfully removed the detached wire fragment from the patient. Another manufacturer's 7fr guide catheter and an unspecified guide wire were advanced inside the patient. Ivus was used to assess the lesion. A 2.5 x 24mm taxus stent was successfully implanted in the distal rca. Three taxus stents, 2.75-32mm, 2.75-28mm and 3.0-20mm were implanted in proximal rca. It was noted that each stent was well positioned fully apposed to the vessel wall. Ivus was used to confirm the success of each stent placement. There were no further complications reported. Patient condition was reported as "good".

Manufacturer narrative:
Returned device analysis revealed to damage to the annulus of the burr. The plus unit was wet tested and no issues noted. The plus unit was wire guided using the returned guide wire and no issues were noted. Product analysis confirmed that the plus unit was within specification and no issues noted. The manufacturing records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The most probable root cause can be attributed to operational context. (B) (4).